Event description:
The complainant reported a patient needing an impella 5.0 device for mechanical circulatory support due to an aortic valvuloplasty. While on support it was noted that heparin was switched to bicarb in the purge due to case bleeding and hematoma. The impella was successfully weaned and explanted.

Manufacturer narrative:
D4: expiration date and unique identifier (UDI)# are unknown. H4: device manufacture date are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.